Manufacturer narrative:
Evaluation summary: the battery history was reviewed and the occurrence of 2 battery discharges below the alarm threshold were discovered. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA mdq-CAPA-132.

Event description:
The baxter engineer reported a pump with potentially damaged batteries. There was no patient involvement at that time.